Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4) has been completed at the distributor. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to charge. Upon evaluation, the battery pack tri-cells were depleted. The battery did not last 24 hours before being discharged. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery charger was not charging batteries and that the monitor would not power on.